Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician identified during device evaluation the occurrence of vent inop da pcba adc reference failed. Resolution and disposition: the international service technician replaced the data acquisition pcba (printed circuit board) to motor controller pcba cable to address the finding.

Event description:
The international customer sent the v60 device to the international service center for routine periodic maintenance. The service technician during service identified in the diagnostic event log occurrence of vent inop error code: data acquisition pcba (printed circuit board) adc (analog-to-digital converters) reference failed. There was no patient involvement.

Manufacturer narrative:
Added date for when product was returned to mfg .